Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of peritonitis in a patient coincident with dianeal 2.5% ultrabag therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call with baxter (B)(4) technical services, the following was reported. On (B)(6) 2012, the patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized for the peritonitis. The patient was treated with reflin and tobramycin for peritonitis. It was unknown if the patient recovered from the peritonitis. An opinion of causality was not reported for the event of peritonitis.

Manufacturer narrative:
(B)(4).on (B)(4) 2013, further information was received by global pharmacovigilance (gpv) from a consumer. On an unreported date, the patient recovered from the event of peritonitis. Should relevant additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.